Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, inaccurate partial pressure of carbon dioxide (pco2) readings were being reported. The device was calibrated multiple times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: all calibrations with blood parameter monitors (bpm) and hematocrit saturation module (h/sat) passed calibration without issue. The first in-vivo calibration with an arterial blood gas (abg), the perfusionist noted that the partial pressure of carbon dioxide (pco2) from the cdi was very high. He repeated another in-vivo calibration and noted that again the pco2 reading on the cdi500 was high compared to the abg from the blood gas machine. He did not change out the shunt sensor nor the cdi500 monitor during the procedure, but did change it out after the procedure for a different unit. This issue did not delay the procedure, and the surgery concluded successfully. There was no blood loss, and no harm was observed.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the monitor to successfully performed a gas calibration and verification. The partial pressure of carbon dioxide (pco2) values could be reliably adjusted using store and recall functions.

Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.